Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: review of the black box data revealed multiple records of power on reset dated (B)(6)2017. The returned battery cap had stripped threads and was not able to secure to the pump properly to maintain electrical connection. The reported power issue was duplicated using the returned battery cap. When a new test cap was placed on the pump, electrical connection was maintained and the pump was able to be exercised for 24 hours without loss of power. The battery compartment was confirmed to be cracked and leak testing revealed moisture leakage into the battery compartment. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.